Manufacturer narrative:
The investigation into the aic - purge disc/flag issues has been completed since the original report was filed. The console was returned and tested after arriving in fs. The reported issue with the purge disc not being able to be detected could not be reproduced. No issues found with the purge flag or retainer after visual inspection. There was no issue found during the case. The device functioned/operated to specification.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 59-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant reported that an aic (automated impella controller) failed to recognize an installed purge cassette during patient support. The cassette was swapped, but the issue remained. The console was subsequently replaced and support was able to continue. There was no patient harm.